Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter: alexander colon, chief perfusionist event site full name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, (B)(6), the chief perfusionist reported that the patient went into cardiac arrest in the field and arrived to the ccl as a stemi receiving CPR. Acls continued throughout the entirety of the case, never achieving rosc. He said that the physician placed the iab as usual, the team hooked up the console, pressed start to initiate therapy and immediately got an autofill failure alarm. (B)(6) said they completed the following troubleshooting steps, attempting to initiate therapy after each intervention: verified all lines were appropriately connected and secure, physician repositioned the catheter, changed out ECG and pressure cables and changed the console. After these interventions were unsuccessful and the autofill failure alarm continued, rick performed a syringe fill which was successful as they could see the iab inflating under fluoro. The getinge representative reviewed the difference between the cardiosave using it¿s pressure algorithm to fill the iab versus a syringe fill performed with no resistance. (B)(6) said they removed the iab after the patient passed and he was able to get it to pump outside of the body. He also tested the iab on the first console they used which also worked. He then switched over to his trainer iab which also worked on both consoles. This verified the consoles were not causing the autofill failure to trigger. Based on the troubleshooting steps taken and the patient¿s clinical picture, the getinge representative explained that the alarm could have been triggered by several different factors including an anatomical abnormality or a small kink at the insertion site.